Manufacturer narrative:
Additional information from the asp field service engineer (fse) confirmed the customer stated no issue occurred with the chemical indicator strip, lot # 159611-01 in association with the sterrad® nx and was reported by the customer in error. The customer stated the chemical indicator strip issue occurred instead with their sterrad® 100s and was captured with pi 1-y8p8tc, MDR 2084725-2016-00732.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip, the correct common device is indicator, chemical, the correct catalog number is 14100_90, the correct lot number is 159611-01.

Event description:
A customer reported a sterrad® chemical indicator strips did not change color correctly after a completed cycle in sterrad® nx. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4).